Manufacturer narrative:
Conclusion: the device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Upon review of the information provided, the primary event of valve infolding, requiring recapture and removal as instructed in the instructions for use (IFU), is assessed as likely related to the first valve. The adverse events are known potential risks associated with the implantation of the valve. The patient¿s executive summary was not provided for anatomical review. Two static images were provided for review. It was reported that an infold was noticeable after deployment attempt, but it is not clear if this occurred on first deployment or if any recaptures were performed (image 1). The infold was confirmed after removal and deployment on the sterile field (image 2). The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. A new valve was used for the implant. It was reported that the fluoroscopic inspection of the valve load was deemed acceptable; however, an image of the valve check was not provided for review, so it is not possible to confirm a good load. Infolding events are typically related to patient anatomical factors such as calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, and bicuspid valve and/or procedural factors such as pre-case planning, sizing, loading, and user technique). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. In this case, the root cause cannot be assigned, however, patient anatomy is likely a contributing factor. Updated: h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, an infold was observed up to the 3rd node of the valve frame. The valve was attempted for deployment, in a patient with tortuous anatomy, and a significant infold was observed along the length of the valve frame. The valve was recaptured into the delivery catheter system (dcs) and the dcs was withdrawn from the patient. A new valve and dcs were used for the implant. No adverse patient effects were reported.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID [d-evolutfx-34] lot [0011652114] use by date [2025-02-23] UDI (B)(4). Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule and the capsule partially opened. The handle was intact. There was a slight bend to the capsule. There were two instances where the capsule outer layer appeared to be split at the capsule tip. There was a bend to the stability shaft. The deployment knob was able to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. The tip-retrieval mechanism was intact. The device was returned with the end cap/screw gear snap fit connected. Delamination was observed over the nitinol reinforcing frame along the proximal end of the capsule. There was a kink visible to the proximal end of the inner member shaft. A valve could not be loaded onto the dcs due to the damage to the inner member shaft. The reported misload could not be confirmed in the analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, an infold was observed up to the 3rd node of the valve frame. The valve was attempted for deployment, in a patient with tortuous anatomy, and a significant infold was observed along the length of the valve frame. The valve was recaptured into the delivery catheter system (dcs) and the dcs was withdrawn from the patient. A new valve and dcs were used for the implant. No adverse patient effects were reported. Additional information was received that the valve was recaptured once due to the infold before being withdrawn from the patient. It was reported that the procedure was delayed as a result due to preparing the second system.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the device was received in its original container jar filed with clear solution. The serial number was returned with the valve detached. All leaflets were flexible with signs of creases possibly associated with the crimping and recapturing process. A small tear was noted on the free margin of leaflet 2. Leaflets 1 and 3 were intact. All leaflets were in a partially open position. All commissures were intact. The valve was discolored with coagulated blood lining all areas of the valve tissue. Acute host growth was observed on all leaflets and on outer skirt. The valve was placed in a cold saline bath to perform loading simulation per the instructions for use (IFU). Upon loading, both frame paddles were seated within the paddle attachment pockets. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was then deployed in a warm saline bath. The deployment knob was rotated to expose the valve at the inflow. The valve continued to be deployed up to the point of no recapture and then was fully deployed. No issues or anomalies were noted during the deployment simulation of the valve. Updated: d9, h3, h6 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, upon fluoroscopic inspection of the valve load, an infold was observed up to the 3rd node of the valve frame. The valve was attempted for deployment, in a patient with tortuous anatomy, and a significant infold was observed along the length of the valve frame. The valve was recaptured into the delivery catheter system (dcs) and the dcs was withdrawn from the patient. A new valve and dcs were used for the implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10:  product ID l-evolutfx-34 (lot: 0011640808); product type: 0195-heart valves; implant date n/a; explant date n/a. Product ID d-evolutfx-34 (lot: 0011652114); product type: 0195-heart valves; implant date n/a; explant date n/a. Product analysis: no product was received for analysis.  Conclusion: the investigation remains ongoing. Following completion of the investigation, if additional information is received a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.